Event description:
In 2003, the pt underwent implantation of a dual chamber pacemaker. A month later, the pt underwent atrial lead extraction due to a nonfunctioning lead. During removal of the lead and upon pulling back, it was noted that the casing had totally disrupted and potentially even rupturing some of the lead.